Event description:
It was reported that while in the operating room, the md inserted the sheath into the patient, after prepping the intra-aortic balloon (iab), the md began advancing through the sheath when it became "stuck". As a result, the iab was removed with the sheath as one unit.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. There was blood on the exterior of the iab. The super arrow-flex sheath was on the bladder approximately 11cm from the distal tip of the iab. The one-way valve was attached to the lock connector. Slide connector and cal key were attached to the fiber opitc sensor (fos) cable. Fos yellow jacket was pulled away from the back of the slide connector. Fos was light level tested and failed. Spring wire guide (swg) and pump tubing were not returned. Sheath was removed from iab for further evaluation. Bladder and sheath were measured and in specification. A vacuum was pulled on the iab and held. A different swg was fed thru central lumen with no resistance. Iab was submerged and pressurized in water. No leaks were detected in iab or bladder. A device history record re-review was conducted on the iab and it met all specifications and passed all in-process testing. The root cause of the reported complaint could not be confirmed, due to the fact that the iab insertion can not be tested in-home once the iab has been unwrapped.